Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met all specifications during testing.

Event description:
Boston scientific received information that the right ventricular (rv) pace/sense and left ventricular (lv) leads were exhibiting intermittent loss of capture. Capture was, however, noted with the lv lead at maximum outputs. A revision procedure was performed and it was determined the rv pace/sense setscrew was not tightened as expected. Additionally, it was noted that the lv lead was plugged into the rv port. A local area sales representative reported that due to patient anatomy and the need for accessories that were not available at the time, the device was explanted and replaced. The lv and rv lead remain implanted and in service. To date, no additional adverse patient effects were reported.